Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, before starting a case, a heater-cooler system 3t device displayed an error message indicating that stirring mechanism/pump is blocked or too slow. There was no patient involvement.

Manufacturer narrative:
H10: through follow-up communication with livanova field service representative, it was learned that affected side of the device was the patient one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. To fix it, stirrer motor, main circuit board (cpu) and distribution board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database review pointed out that no further similar issues have been submitted for this unit since its installation in 2022. It cannot be excluded that because of rusted/corroded/damaged motor bearings, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, the motor was no longer rotating and required a power overload to work, which could have led to an overcurrent that ultimately caused damages to the distribution and cpu boards.